Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 25x3mm, concentric, de novo target lesion was located in the mildly tortuous left circumflex artery. A 3.00x38mm promus element plus stent was advanced to treat the lesion. However, the device was unable to cross the lesion and the stent struts were crushed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 25x3mm, concentric, de novo target lesion was located in the mildly tortuous left circumflex artery. A 3.00x38mm promus element plus stent was advanced to treat the lesion. However, the device was unable to cross the lesion and the stent struts were crushed. The procedure was completed with a different device. No patient complications were reported. Promus element plus, mr, ous 3.00x38mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified damage to the mid section of the stent. The undamaged distal crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. No damage was found on the shaft polymer extrusion or the tip.